Event description:
It was reported to philips that there was an issue with the wireless footswitch power supply. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the customer requested for a wireless foot switch (wfs) charger. No patient or user harm was reported. A new charger for the wfs was ordered/shipped to the customer. No onsite service was performed by philips. The wireless footswitch charger (wfsc) was returned for further analysis. Testing was performed and it was identified that the connector was defective. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the system's instructions for use (IFU), it should be ensured that the battery of the wireless foot switch is fully charged prior to using it. Furthermore, the wired foot switch must always remain connected to the x-ray system and be available for clinical use. If image acquisition cannot be started using the wireless foot switch, the procedure can be continued with the wired foot switch. In this case, a wired footswitch was available with the system. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.